Event description:
It was reported by the company representative that the programmer's touch pen (stylus) was slow to respond and was off by an inch. The stylus was replaced. Technical support (ts) explained how to calibrate the touch pen using the demonstration mode, but was still off. The caller tried using the disk and there was still no improvement. The stylus was still off by an inch or two. Ts had the caller use the finger as a stylus since this was a new stylus. The caller then recalibrated and it seemed to improve a little more. It was recommended that the programmer be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).